Manufacturer narrative:
Based on the information provided, the reported inaccurate results were related to the customer's handling of the data, not an issue with the instrument or the results that were generated. A waters investigation into the issue found that no device failure had occurred. The customer had selected "update retention times" in the software, which automatically selects the largest peak in the trace when multiple peaks are present. The embedded help file for the instrument's software states, "when updating retention times, the retention time of the peak with the biggest area on the trace used by his compound is used to update the retention time in the method. If more than one compound uses the same trace, then the biggest peaks on a trace are assigned to compounds in the method in their relative retention time order." Based on the customer's method, multiple peaks would be expected in their trace. By selecting "update retention time," the customer set the software to select the largest peak in the trace, which in this case was not the customer's peak of interest. The instrument performed as expected. The issue was with the data selected by the customer, not the accuracy of the results generated by the instrument. No adverse patient reactions were reported and there is no indication that patient therapies were altered as a result of the reported results. Training regarding use of the instrument and its settings was provided to the customer. The customer confirmed that they have modified their data review procedure. We consider this report to be complete. However, if additional relevant information is reported, we will submit a supplemental MDR.

Event description:
Based on the information provided by the customer: on (B)(6) 2013 the customer reported that the wrong peak was being selected in samples, resulting in incorrect results being reported. The customer performs opioid screening and pain management monitoring.